Manufacturer narrative:
Results: the pet lock on the proximal end of the ruby coil pusher assembly was intact. The coil was intact with the pusher assembly. The stretch resistant (sr) wire of the coil was intact, and the proximal end of the embolization coil was compressed distally. Conclusions: evaluation of the returned device revealed that the embolization coil was intact with the pusher assembly, but compressed distally away from the proximal constraint sphere. This type of damage typically occurs due to improper handling during use. If the coil is forcefully withdrawn against resistance, it is likely that this type of damage may occur. Penumbra ruby coils are 100% visually and functionally evaluated during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils. During the procedure, the physician deployed and detached four ruby coils into the aneurysm using a px slim delivery microcatheter (px slim). While advancing a new ruby coil through the px slim, the physician decided to reposition the ruby coil by retracting it back into the px slim. However, while retracting the ruby coil, the physician met resistance. The physician continuously flushed the px slim with heparin and attempted to advance the ruby coil through the px slim but met resistance again. The ruby coil was removed from the px slim and the procedure continued using another manufacturer's coils. There was no report of an adverse effect to the patient.